Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Additionally, it was confirmed that "trace peri-implant fluid" and "mild calcification "are not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product, capsular contracture baker grade unknown, "trace peri-implant fluid", and "mild calcification".

Event description:
Patient reported right side exchange due to concern with the product. Healthcare professional reported capsular contracture baker grade unknown, "trace peri-implant fluid", and "mild calcification". Device has been explanted.